Event description:
Reports the smartdrive engaged a drive command without any physical commands being given to the controller. No injuries were reported to have occurred as a result.

Manufacturer narrative:
The end-user claims while the smartdrive was powered on and in stand-by, the device reportedly engaged a drive command without the end-user having pressed any button on the switch control. The end-user claimed when this occurred, it reportedly allowed them to drive into a door in their home. No injuries were reported to have been received as a result of the alleged incident. The end-user has contacted his local provider to evaluate the device, and to have any suspect components returned to permobil for evaluation. At this time, no products have been returned to permobil for evaluation, thus a determination as to possible cause for the alleged malfunction cannot be reached without speculation. If any new information is received, a follow-up report will be submitted. The DHR for this device was reviewed, and the device was found to have met specifications prior to distribution.